Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the skylite basket handle movement is stiff.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The first photo sample shows the overview of the tipless nitinol stone basket. The second photo shows the handle of the tipless nitinol stone basket. The third photo shows the sideview of tipless nitinol stone basket handle. The fourth photo shows the product packaging with product information. Visual evaluation of the returned sample noted one opened (with original packaging), used tipless nitinol stone basket. Visual inspection of the sample noted was able to slide handle in both directions without encountering any resistance. The stone basket opened and closed with no difficulties. No root cause could be found because the reported event was unconfirmed. A risk review, labelling review and device history record review was not required as the reported event is unconfirmed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the skylite basket handle movement is stiff.